Event description:
It was reported that during the implant procedure, the right ventricular lead perforated the right ventricle. The patients blood pressure dropped and jugular vein distention was noted. No intervention was required and the lead was implanted. Post procedure, an echocardiogram revealed a minor pericardial effusion. The patient was in stable condition post procedure and at the post-operative examination the following day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No intervention was required.